Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue on (B)(6) 2012 at 8am. The patient's testing frequency is not known and it is not clear if the patient tested her blood glucose with back-up/secondary device after the alleged issue began. The patient manages her diabetes with insulin and in response to the reported meter issue the patient indicated she continued (at an unclear time) with her usual dose of medication (14 units of novolog and 36 units of lantus). Four hours after the reported meter issue occurred, the patient claimed she developed symptoms of headache, dizziness, and blurry vision; however, it is not clear if the patients reported symptoms were associated with diabetes or if the patient suffers from other pre-existing health conditions. The patient denied receiving medical intervention/treatment after the alleged meter issue occurred. During troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter's battery did not need to be replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. During testing, pa changed the battery and the meter worked properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.